Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b2 (which was inadvertently left off the initial report). The device was returned and evaluated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the events occurred due to faulty connections of the printed circuit boards. Olympus will continue to monitor field performance for this device.

Event description:
Device inspection also found the touch panel does not function (this was inadvertently left off the initial report).

Event description:
The olympus asset visera elite ii video system center was returned with no complaint reported by the user. Inspection and testing found no image was displayed, due to printed circuit board failure. This report is being submitted for the malfunction found during the device evaluation. There was no report of harm to a patient or user.

Manufacturer narrative:
The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.